Event description:
During a retrospective study of a multi-center pt record review for pt's previously implanted in (B)(6), it was indicated that the pt's predominant seizures (nocturnal "tonic" seizures) were noted as having an increase in frequency at the most recent f/u (19 months post implant). It was also indicated that the pt was now having tonic seizures during the day. The MFR's programming history database was reviewed, which indicated that the pt's last known diagnostics were within normal limits. Good faith attempts have been unsuccessful to date.